Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(6), and batch: 3026606/1071036.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure for an unknown reason.